Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 648mg/dl. The customer was experiencing unexplained high glucose for three weeks. Troubleshooting was performed. Reviewed the alarm history and found a battery alarm. The customer stated that the infusion set was changed to resolve the issue. Ran a fixed prime and high pressure test and passed. During the call, it was found that the customer was inserting in an area where she has build up the scar tissue. Advised the customer to alternate sites. Instructed the customer to contact her doctor regarding her high glucose level. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.